Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. The customer's blood glucose level was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case on display window corners, cracked display window, minor scratches on lcd window and missing end cap sticker. The insulin pump was received with stripped battery cap coin slot, peeling back address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.